Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was receive. (B)(4) - failure (event) observed during analysis. Final analysis found that the solder joint between the flex and the battery connector was cracked. The cracked solder joint could lead to intermittent connection, thus causing the pulse generator to re evert to backup vvi mode.

Event description:
It was reported that the device was found in backup mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.